Manufacturer narrative:
This report has been identified as b. Braun medical internal number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: catheter broke inside of a patient while using the catheter with an avanos pain pump. Description of complaint: patient had a catheter snap off in her body and had to have a procedure done to remove the catheter. Patient verbalized she was sitting on the couch and the catheter spontaneously snapped.